Event description:
It was reported that during a da vinci-assisted surgical procedure, the open range of the fenestrated bipolar forceps instrument tips was too much. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting wide range of the instrument jaws, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument exhibited imprecise motion. One of the grip tips were opening wider than normal. Common cause of this failure is attributed to misuse. Additional observation not reported by site that is related to the primary failure was that the instrument was found to have a broken bipolar yaw pulley. Broken piece is missing as a result of breakage. Size of missing piece is approximately 0.047¿ x 0.183¿. This failure caused the failed intuitive motion of the instrument. Common causes of the failure mode broken instrument bipolar yaw pulley are typically attributed to misuse, such as excess force applied to the distal end of the instrument. This may be attributed to damage during use, which may result from applying excess force on the distal end of the instrument during handling, insertion, usage (overloading), or removal. This complaint is being reported based on the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. .